Event description:
The customer reported that the rui (remote user interface/joystick) was not working. This would lead to loss of motorized movements. Complete loss of motorized functionality may result inability to obtain images. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui console was evaluated and replaced. The system was tested and found to be working as intended and returned to service.